Event description:
The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.